Event description:
Arterial line placed in patient and connected to pressure set tubing with IV t-connector device. During routine system check, nurse flushed arterial line appropriately at access port. The rubber top portion of IV t-connector hub popped off and created an opening to what should be a closed and sterile line of access for fluids and arterial blood pressure (bp) monitoring. Because item was now non-functional and unable to monitor arterial blood pressure, two nurses attempted to exchange the faulty IV t-connector with new one. Because of difficulty of the exchange and fragility of line placement the arterial line was lost by the time the IV connector had been exchanged and re-dressed.